Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue (difficult to open or close) and product quality problem associated with the gripper line wrapped around the gripper were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis, a cause for the product quality problem associated with the gripper line caught on the gripper and gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.h6 medical device problem code 2976 removed.

Event description:
Subsequent to the initial MDR, it was reported that it was originally reported that the lock line was wrapped around the gripper, but it was the gripper line that was wrapped around the gripper. No additional information was provided.

Event description:
This is filed to report gripper actuation issues. It was reported that during preparation of a mitraclip xt, both grippers could not be lowered. It appeared as if the lock line was wrapped around the gripper. The clip was not used, and a replacement completed the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.